Manufacturer narrative:
Please refer to statement dated 21jul2015. Evaluation summary a patient reported that his insulin cartridge would not install into the cartridge holder tightly on his humapen ergo device. He experienced abnormal blood glucose. Investigation of the returned device (batch 100303, manufactured march 2003) found that the device met functional requirements and met dose accuracy and glide (injection) force specifications. A cartridge was inserted into the cartridge holder and was successfully attached to the device. No malfunction was identified. The patient used the device for 12 years, which is beyond its approved use life. The humapen ergo user manual states the device was designed to be used for up to 3 years after first use. There is evidence of improper use. The patient used the device beyond its approved use life but the extended use is not relevant to this case as the device tested normal.

Event description:
(B)(4). This spontaneous case, reported by a consumer, concerned a (B)(6) male patient of unknown age. Medical history included blood vessel blockage. Concomitant medications included metformin, (B)(6), and other unspecified medications for blood vessel blockage. The patient received human insulin (humulin r; specification: u300) three times a day, 12 units each morning, 14 units or 16 units at noon, and 16 units at night, subcutaneously and human insulin isophane suspension (humulin n; specification: u300) once daily, 14-16 units for additional dosage, subcutaneously, for the treatment of diabetes mellitus, beginning on an unknown date in 2003. Reportedly, the patient was told by his physician to adjust the doses of human insulin and human insulin isophane suspension according to his blood glucose status. On (B)(6) 2015, the patient was hospitalized due to blood glucose controlled unstably and gastrointestinal discomfort. Corrective treatment was not provided. At the time of reporting the patient remained hospitalized. The outcome of the events was not recovering. Also, recent to reporting, the patient complained that something was wrong with his reusable humapen ergo teal/clear device (lot 100303; (B)(4)) and that insulin could not be filled. No further information provided. The dose of the suspect drugs was changed to an unknown amount and therapy with human insulin and human insulin isophane suspension was continued. The reporting consumer related the blood glucose controlled unstably to human insulin and human insulin isophane suspension and did not provide an opinion of relatedness for the gastrointestinal discomfort. The humapen ergo I device had been used for around 12 years. The operator of the device, suspect device duration of use and training status were not reported. The device returned, no malfunction identified. The reporter refused to be contacted for follow-up and refused to provide physician contact information; therefore, no follow-up could be attempted. Case lost to follow-up. Update 26jun2015: upon review of this case on 26jun2015, the case was opened to update the medwatch fields for regulatory reporting. Update 30jun2015: additional information was received on 29jun2015 which provided lot number of suspect device. Added lot number and updated narrative. Update 02jjul2015: additional information was received from the affiliate on 29jun2015 that included (B)(4). The narrative was updated. Update 21jul2015. Additional information received 20jul2015 from the global product complaint system. To the product tab coded the device to hp ergo, teal/clear, entered returned date, manufacture date, changed improper use to yes, malfunction to no, device age, updated the device specific safety summary, EU/ca fields, and updated the narrative accordingly. Update 27jul2015: upon review of this case, the case was opened to add the device only medically significant date of 20jul2015 for regulatory reporting.

Event description:
(B)(4). This spontaneous case, reported by a consumer, concerned a (B)(6) male patient of unknown age. Medical history included blood vessel blockage. Concomitant medications included metformin, xiaoshuantongluo, and other unspecified medications for blood vessel blockage. The patient received human insulin (humulin r; specification: u300) three times a day, 12 units each morning, 14 units or 16 units at noon, and 16 units at night, subcutaneously and human insulin isophane suspension (humulin n; specification: u300) once daily, 14-16 units for additional dosage, subcutaneously, for the treatment of diabetes mellitus, beginning on an unknown date in 2003. Reportedly, the patient was told by his physician to adjust the doses of human insulin and human insulin isophane suspension according to his blood glucose status. On (B)(6) 2015, the patient was hospitalized due to blood glucose controlled unstably and gastrointestinal discomfort. Corrective treatment was not provided. At the time of reporting the patient remained hospitalized. The outcome of the events was not recovering. Also, recent to reporting, the patient complained that something was wrong with his reusable humapen ergo I device (lot 100303; product complaint pending) and that insulin could not be filled. No further information provided. The dose of the suspect drugs was changed to an unknown amount and therapy with human insulin and human insulin isophane suspension was continued. The reporting consumer related the blood glucose controlled unstably to human insulin and human insulin isophane suspension and did not provide an opinion of relatedness for the gastrointestinal discomfort. The humapen ergo I device had been used for around 12 years. The operator of the device, suspect device duration of use and training status were not reported. Return status was not provided. The reporter refused to be contacted for follow-up and refused to provide physician contact information; therefore, no follow-up could be attempted. Case lost to follow-up. Update (B)(6) 2015: upon review of this case on (B)(6) 2015, the case was opened to update the medwatch fields for regulatory reporting. Update (B)(6) 2015: additional information was received on (B)(6) 2015 which provided lot number of suspect device. Added lot number and updated narrative. Update (B)(6) 2015: additional information was received from the affiliate on (B)(6) 2015 that included product complaint number (B)(4). The narrative was updated.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.